Manufacturer narrative:
Failure analysis found no thermal damage to the maryland bipolar forceps instrument during their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed no portion of the conductor wire insulation is missing but the wires are exposed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the black cable of the 8mm maryland bipolar forceps (mbf) instrument broke off, an investigation is in progress to determine the cause of this reported event. Isi has received the mbf instrument involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted lung surgical procedure, the cable of the 8mm maryland bipolar forceps (mbf) instrument broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a robotic right renal cyst excision surgical procedure. The instrument was inspected by surgical solutions before it was sterilized, and by the scrub tech with no damage or faults were found. The broken cable was a black cable. It was frayed and detached near the distal tip. It was further reported that the cautery did not work. The instrument did not collide with anything else, and no fragments fell into the patient. The reporter could not release any patient demographics and/or related patient information.